Event description:
It was reported that a pump declared a cartridge alarm 5. There was no adverse impact to the customer¿s blood glucose level. The customer was instructed to load a new cartridge but was unable to resume insulin as the pump declared an empty cartridge alarm.